Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia on the first day of ilet use after a large meal, with self-reported insulin resistance and limited food options, and troubleshooting was performed to assess for possible infusion issues such as leaks or occlusions; blood glucose peaked at 384 mg/dl (fingerstick 345 mg/dl) and remained above range for approximately three hours, with no alerts or alarms reported. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included self-management at home with hydration and no medical intervention, hospitalization, or assistance. Investigation included customer follow-up, use review, and troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with meal-related factors and insulin resistance considered. It was concluded that the cause of the hyperglycemia was unclear and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.